Event description:
The pt's mother reported that the battery cap will not secure to the pump. The pt's mother indicated that the battery cap threads were worn down. Previously the pt experienced elevated blood glucose levels (30mmol/l) and was hospitalized. The pt's mother reported that the pump powered off during the middle of the night and the pt awoke with the elevated blood glucose levels. The pt's mother was unable to indicate the date of the hospitalization. The pt's mother replaced the battery cap with a spare, unused cap from the original pump kit (rec'd in 2007). The new cap was able to secure properly to the pump and maintain power.

Manufacturer narrative:
The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or waterproof feature of the pump. The user guide instructs the pt to replace the battery cap every six months however there was no indication that the cap had been replaced. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.